Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on (B)(6) 2023.

Event description:
The patient reported frayed wires of the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system and power accessories were received for evaluation. Visual inspection of returned material revealed no discrepancies or discernible damage. Unit powered on successfully with returned right angle cable, power supply box and power cord. No frayed wire visible or internal shortages. Unit stayed powered on throughout the whole investigation. Unit passed all portions of diagnostic test. Complaint of ¿frayed power connector cord¿ could not be replicated and determined to be unconfirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.